Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-mar-2016. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. After functional testing and visual/physical examination the reported issue was confirmed. The computer would not boot. The hard drive was making a clicking noise. The drive was not responding to commands. The computer had a failed hard drive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that upon boot up the system displays and "disc boot up failure". The site checked the disk drive and it was empty and rebooted several times without resolution. Troubleshooting involved verifying that there was not a disc in the cd drive, no peripheral universal serial bus (usb)'s were inserted, and multiple reboots would not resolve the issue a computer replacement is needed. No patient was present at the time of the event.